Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings, a motor error, excessive no delivery alarms and low battery alert from the insulin pump. The customer's blood glucose reading was 440 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that the alarm was resolved by a complete set change. The customer stated that in the middle of the night, the pump woke up her up with no delivery alarms. The customer stated that there was a popping sound when it was rewinding. The customer stated that sometimes the pump would plummet and skyrocket when it gave insulin. The customer also stated that there was more than one motor error in the last 30 days. The customer stated that she had a low battery alarm and had gone through 6-8 batteries. The customer will be sent a replacement pump.